Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is a known adverse event as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the first target lesion was located in the mid right coronary artery (rca) with 99% stenosis. Pre-dilatation was performed prior to placement of the 4.0 x 18 mm (B)(4) study stent. The second target lesion was located in the mid left anterior descending (lad) artery with 80% stenosis. Pre-dilatation was performed prior to placement of the second study stent (3.5 x 18mm). During the procedure, angiography performed at the target lesion in the mid rca revealed a dissection at the level of the stent and an associated intraluminal thrombus. It was treated with the placement of an overlapping 4.0 x 12 mm study stent. Resulting stenosis was 0%. On (B)(6), 2009, 1 day post index procedure, it was noted that the cardiac enzyme levels were elevated which is consistent with the protocol definition of a myocardial infarction. Subject was treated with medication and then was discharged on aspirin and clopidogrel. No additional information or patient effects noted. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The 4.0 x 18 mm promus stent (B)(4) is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Dissection, myocardial infarction, and thrombosis are known adverse events as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.